Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units display statistics are all zeroed out, there were several fault #54 logged, when removing the nvram ic that was due for replacement there was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9 device available for eval, return to manufacture date, g1 contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d4 UDI number. The getinge field service engineer that encountered the issue stated that fault code # 54 is a minor fault that does not necessarily indicate a failure condition. There was nothing logged. The functionality of the iabp was not affected. The only issue was losing the statistics. The fse completed the pm with full calibration, functional testing, and electrical safety checks to factory specifications. The iabp was returned to the customer and cleared for customer use. The failure analysis and testing department received and inspected a cardiosave rtc nvram ic and notice that the pins were bent and can't contact the main board. No further test can be done due to the pins being bent. Retaining the cardiosave rtc nvram ic in the failure analysis and testing department per procedure. The root cause selection for this investigation will be ¿¿impossible to define¿¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. Potential root causes are this can happen for multiple reasons, none of them were confirmed on our end, but below are the possible reasons are one wire lan data got corrupted when removing the nvram chip, nvram data got corrupted during the replacement, executive processor board got removed during the service. If the backup data from the backplane board was somehow corrupted or removed per something above, they would not be able to bring the stats back.